Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. Customer's blood glucose level was not impacted. Customer indicated that they will continue to use the pump for insulin therapy.